Event description:
It was reported that pseudoaneurysm at the puncture site occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for vascular access intervention therapy (vaivt). The lesion part was dilated without any problems; however, during withdrawal, the sheath was damaged when the device was removed from it, resulting in the formation of a pseudoaneurysm at the puncture site. The hemostasis was successfully achieved by inserting a non-boston scientific balloon and applying pressure to the puncture site with balloon inflation and manual pressure from outside the body. As per physician's comments, the combination of the relatively plump patient, the sharp puncture angle of the device, and the fact that the balloon was not properly rewrapped might have damaged the sheath during removal, resulting in the formation of a pseudoaneurysm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with the same device. The bleeding has stopped, and the patient has had a good outcome so far.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The recommended sheath size as per pcb2cm specification ps3010 for this device is a minimum 6fr. On analysis, the investigator applied a vacuum using a 20ml syringe as per IFU pcb 2cm IFU 91026968-01and successfully advanced the device through a 6fr boston scientific introducer sheath and successfully withdrew the device without any resistance issues or damage to the sheath noted. A visual examination of the balloon found that the folds were not tightly wrapped and had been subjected to positive pressure. The investigator inflated the balloon with water, to 10 atmospheres and deflated the balloon without any issue. No issues were noted with the blades of this device. All blades were found to be securely bonded to the balloon surface. No issues were noted with the tip section of the device. A visual examination found no issue with the marker bands. A visual and tactile examination of the hypotube identified multiple hypotube kinks. As per dfu 91026968, a 0.018" guidewire is required for this device. A vacuum was pulled using an encore inflation device and the device was successfully loaded onto the 0.018" guidewire with no issues noted. This concludes the product analysis.

Event description:
It was reported that pseudoaneurysm at the puncture site occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left forearm. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for vascular access intervention therapy (vaivt). The lesion part was dilated without any problems; however, during withdrawal, the sheath was damaged when the device was removed from it, resulting in the formation of a pseudoaneurysm at the puncture site. The hemostasis was successfully achieved by inserting a non-boston scientific balloon and applying pressure to the puncture site with balloon inflation and manual pressure from outside the body. As per physician's comments, the combination of the relatively plump patient, the sharp puncture angle of the device, and the fact that the balloon was not properly rewrapped might have damaged the sheath during removal, resulting in the formation of a pseudoaneurysm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with the same device. The bleeding has stopped, and the patient has had a good outcome so far.